Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8832, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with a fever and headache. The patient had elevated blood counts and experienced sweating (diaphoresis) and a seroma. An infection occurred. It was indicated that the location of the issue or symptom was the catheter tract. The entire system was removed and was to be replaced in the future. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.